Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery on an unknown date, the doctor tried to assemble the footplate on the distractor body. He found that the footplate was still loosen even when tighten the end machine screws. It was swapped out for another footplate but the problem was the same. The distractor body was swapped out, which fixed the problem. He concluded the distractor body was faulty. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was manufactured in may 2008. Investigation coordinated by (B)(4). Report received indicates the investigation found that the slotted shaft end of the bc distractor body was widened up. The setting screw therefore cannot be fixed anymore to the instrument. The lot in question was manufactured in may 2008 and distributed in november 2008 to (B)(6). We are not aware of any other similar complaints regarding this article/ lot number and associated with the reported problem. No product related fault was found. A device history record review could not be performed because the lot number is an unknown lot number.